Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 28-jun-2023 / serial#: (B)(4) / UDI #:(B)(4) / device available for evaluation: no / mfg date: 04-feb-2022 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced right ve ntricular perforation and pericardial effusion, confirmed on echocardiogram (echo). The right ventricle perforation was found to have occurred post deployment with the leadless ipg delivery system (ds), via contrast in the pericardial space. The leadless ipg and its ds were attempted/not used and the procedure was abandoned. A drain was successfully placed, confirmed with echo and xray. Hospitalization was required as a result of this event. No further patient complications have been reported as a result of this event.